Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for ventricular fibrillation (vf) that was suspected atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. In addition, there was intermittent undersensing on both the right atrial (ra) and right ventricular (rv) leads and some oversensing on the rv lead was noted on stored electrograms. The ICD and leads remain in use. No further patient complications have been reported as a result of this event.